Event description:
It was reported that the zimmer dermatome was skipping. Additional clinical follow up indicated that the unit would not keep running, it would stop and go when they tried to use it for a skin graft. The customer indicated this was noted prior to the procedure. There was no report of harm, delay, increased surgical time, medical/surgical intervention, or additional tissue harvest.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The svc record indicates that the device is 4 years old and was last returned to the MFR for repair on (B)(4) 2010. The inspection found the head of the unit was damaged and the master blade was in front of the control bar. The motor ran within specifications, but was at the low end. The unit was not observed to run intermittently. The device was out of calibration on the zero graft setting; however, this would not impact grafting ability. The cause is most likely due to the user not maintaining the device per preventative maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.